Event description:
The customer reported "tpn leaking from area at top of the pump where blue and clear tubing meet." No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Exactamix 500ml IV bag, lot 1017234, exp 10/2017. The customer¿s report of a leak was confirmed. Visual inspection of the received set noted a tear in the silicone segment directly below the upper fitment. The tear was measured as approximately 0.02 inches long. There were no other damages or issues around the noted damaged area. Functional and pressure testing was performed and leaking was noted coming from the tear. The root cause of the customer¿s report was identified as due to a tear in the silicone segment.